Event description:
It was reported that during a prostatectomy procedure, the clips were not forming. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/19/2009. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. No clip formation issues were noted during evaluation. It was concluded that the instrument was conforming to manufacturing specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # e9fl5n. Expiration date: 09/2013. Manufacturing date: 10/2008.